Event description:
As reported by a dr, a pt developed canaliculitis after insertion of an oasis medical, inc. Form fit hydrogel canalicular plug. Reported observation: pt developed canaliculitis on the right upper lid after insertion of an oasis medical, inc. Form fit hydrogel canalicular plug. Product lot number: lh1006c. Product inserted in 2007. Date of complication: 2008. Reported to oasis medical, inc., on 09/18/2008.

Manufacturer narrative:
A review of batch production and sterilization records shows that there were no remarkable events, anomalies or nonconformance's during production of form fit hydrogel canalicular plug, reference lot number lh1006c. A total of 2,016 form fit hydrogel canalicular plugs, from lot number lh1006c have been distributed. This is the only customer who has reported any adverse events. Conclusion: as a result of investigation results, oasis medical cannot definitively determine that form fit hydrogel canalicular plug lot number lh1006c was directly or indirectly responsible for the reported observation of canaliculitis. Issues have been resolved at this time for the pt.